Event description:
It was reported via user medwatch mw5145536 that a catheter twist occurred. The patient was undergoing routine peripheral angiography. The target lesion was located in the right common femoral artery. An opticross peripheral imaging catheter was advanced without difficulty for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the device was turned on, the device began behaving erratically and malfunctioned causing a rapid twisting of the internal ivus device wires into a tangled sharp mess of wires. This made removal of the device unsafe and impossible without additional efforts to creatively remove the dangerous wire tangle from the patient's body. It was further reported that this event is the same event reported in emdr 2124215-2023-45367.

Event description:
It was reported via user medwatch mw5145536 that a catheter twist occurred. The patient was undergoing routine peripheral angiography. The target lesion was located in the right common femoral artery. An opticross peripheral imaging catheter was advanced without difficulty for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the device was turned on, the device began behaving erratically and malfunctioned causing a rapid twisting of the internal ivus device wires into a tangled sharp mess of wires. This made removal of the device unsafe and impossible without additional efforts to creatively remove the dangerous wire tangle from the patient's body.